Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 11-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 750 ml, flow rate: 8 ml/hr, procedure: robotic assisted total laparoscopic hysterectomy and urological procedure, cathplace: unknown. It was reported that a patient experienced a reaction associated with the use of an elastomeric pump. The patient had a robotic assisted total laparoscopic hysterectomy and urological procedure, and was to receive discharge instructions after the surgery but did not due to the lateness of the procedure. The next day, the patient was very nauseous and was vomiting, associated with the anesthesia. The patient was given zofran and phenergan, and noted that the phenergan helped a little, but still the patient appeared pale and flushed. It was suggested to clamp the on-q pump for 4-5 hours to see it that would help. A couple of hours later, the patient began to feel better and the catheter was removed at 9 pm. The next morning, the patient had a rash, but further details were not specified. It was noted that the patient could be allergic to the ropivacaine.